Manufacturer narrative:
Additional information was received on march 1, 2019. It was reported that there was no excessive bleeding, and no patient consequence as the hub damage was noticed immediately and remedied. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and there was a hub detachment. It was described that the sheath fell apart during the transseptal puncture. The sheath was replaced, and the procedure completed and there was no patient consequence. Product was returned with dilator inside the sheath. Hub cap, valve, and clear plastic part are detached from sheath. The hub cap was damaged. The stopcock was cut from the tube and was not returned. The device was visually inspected, and it was found that hub cap, valve, and clear plastic part were detached from sheath. The hub cap was damaged. The stopcock was cut from the tube. Then fourier transform infrared spectroscopy (ftir) analysis was performed by exponent, inc. And found that the cap itself is consistent with polyester material. A scanning electron microscope (sem) analysis found that the fractures were consistent with brittle fractures. Differential scanning calorimetry (dsc) found that the failed cap had a exotherm reaction at 191c that was not present in a good cap (exemplar) while thermogravimetric analysis (tga) found the failed cap and exemplar cap to have similar thermal profiles. Lastly, gel permeation chromatography (gpc) analysis found that the cap¿s molecular weight (mw) to be about 51.9% of the tritan mx 731 pellet. It is believed that the molecular weight (mw) degradation lead to the cap to be embrittled and therefore failed in the field. A manufacturing record evaluation was performed, and no internal actions was found during the review. The customer complaint was confirmed. The root cause of the brim cap issue will be investigated under an internal action. Manufacturer's reference#: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 1069 number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and there was a hub detachment. It was described that the sheath fell apart during the transseptal puncture. The sheath was replaced, and the procedure completed and there was no patient consequence. The issue with the hub detachment is considered a reportable event. The biosense webster, inc. Product analysis lab received the product on february 1, 2019. The initial visual inspection revealed that the dilator was inside the sheath. The hub cap, valve, and clear plastic part were was detached from sheath. The hub cap was is damaged, and the stopcock was cut from the tube. However, the stopcock was not returned. The hub detachment issue remains reportable.